Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Device evaluation: during visual inspection, it was noticed that the device was returned in poor condition. The reported problem was duplicated; as there was a crack on return tube causing water to get on the board. Tank was super dirty. The root cause of the reported issue was found to be the main board. Replaced damaged main board, replaced damaged enclosure, float switch, dirty fan guard, wear and tear line cord, membrane switch, broken drain valve, pump assembly and both heaters. Installed tempcheck test fixture. Measured temperature was 41.7 degrees which is within tolerance. Device passed all functional and electrical tests. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received fluid warming/level 1 trauma fast flow systems - h-1200 that the device is going into overtemp and water tank is dirty. No patient adverse events reported.